Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a left total attune knee done by the surgeon and it is unknown when the knee was done. The patient was revised to address poor motion and pain. The surgeon revised the femur, and tibial tray. The femur was well fixed, and had cement stuck to its backside. The tibial tray popped out fairly easily, and had no cement stuck to its backside. The patella was well fixed and retained. The femur was prepped with attune revision instruments. A stem and sleeve were used. A surgical delay of 20 seconds was noted. Doi: unknown. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.